Event description:
It was reported that, "on or about (B)(6) 2008," the pt was implanted with a, "monarc subfascial hammock." This was done to treat, "stress urinary incontinence and pelvic organ prolapse." "After, and as a result of the implantation of the pelvic mesh products," the pt allegedly, "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissues, vaginal scarring, add'l surgery, continual bladder and urethra infections and other injuries." Earlier this year, "the pt experienced vaginal erosion and sought medical attention for vaginal erosion. She had add'l surgery to revise and partially remove the monarc. It was also reported that the pt experienced, "significant mental and physical pain and suffering, has required add'l surgery and medical treatment and has sustained permanent injuries."

Manufacturer narrative:
The monarc sling device is intended to be used for the treatment of stress urinary incontinence. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.